Event description:
It was reported that during steam shaping of the microcatheter tip; the radiopaque marker band came off the tip. There was no patient involvement.

Event description:
It was reported that during steam shaping of the microcatheter tip; the radiopaque marker band came off the tip. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the catheter was kinked 63.5cm from the proximal end and the distal ro marker was missing. Additionally, the catheter shaft and braid were stretched at the distal tip adjacent to the site of the missing ro marker. During functional testing, a 0.0158¿ mandrel was advanced through the microcatheter and resistance was experienced due to dried saline solution crystals which exited through distal end of the shaft. The dried saline probably originated from preparation during procedure; however, the cause of the catheter kink could not be determined as this was not reported. Additional information received indicated that the microcatheter was confirmed to be in good condition after unpacking. Based on the information available and analysis of the device, the investigation concluded that the damage to the shaft braid and dislodgment of the ro marker may have occurred due to prolong exposure to the steam source during preparation. Therefore, a root cause of preparation damage has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.